Event description:
The patient reported she had one vgo device fall off prematurely which she did not immediately replace as she "did not know to put a new one on." The patient reported a reading of 335 when her normal range is between 140-160. Patient reported the adhesive "was not sticky". Patient was without insulin for about 12 hours. The patient stated she has symptoms of blurry vision.